Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a 13.7mm micl13.7 implantable collamer lens, -12.5 diopter, and the lens tore. The lens was removed within the same surgery with no patient injury, no enlarged incision or sutures. The backup lens was implanted with no problem. The reporter stated the cause of the event was unknown.

Manufacturer narrative:
The lens was returned in liquid, in lens vial. Visual inspection found that only half of the lens was returned, the other half was missing. No similar complaints were reported for units within the same lot. (B)(4).